Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead post implant exhibited no sensing. The physician believes the lead has dislodged. The patient also complained of thumping in the chest. The health care professional (hcp) was going to send the patient for a chest x-ray. Attempts to gain additional information and outcome have been unsuccessful. It is believed the lead remains implanted. To date, no adverse patient effects have been reported.